Event description:
It was reported that due to the pulse generators programmed sensitivity value, far r wave oversensing occurred and the patient experienced syncope. The device was reprogrammed which resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)